Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported right side capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, wear abrasion. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: - no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture grade IV. The device has been explanted.